Manufacturer narrative:
Medwatch sent to FDA on 8/12/2016.

Event description:
Further follow up revealed that the symptoms resolved approximately 7 months after the initial injection.

Event description:
Healthcare professional reported that approximately four months after injection with "juvederm voluma in the midface, the patient called the office with "swelling" on the "right side of the face." At that time, the patient was given "a series of antibiotics" from their primary healthcare provider. After being put on antibiotics, the patient presented with "bilateral swelling" and the injection areas are "red, tender, and hard." Patient has been treated twice with hyaluronidase. Symptoms are ongoing.

Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, red, tender, and hard are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.